Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Device evaluation -review of device history records ((B)(4)) found fifteen (15) pieces of lot 11553ts released for distribution on (B)(6) 2020 with no deviation or anomalies. Two-year complaint history review (2.16.2020-2.16.2022) found this to be the only report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for this part number. Initial information indicates that the product is available for evaluation but has not yet been received. At this time no conclusions can be drawn regarding the cause of the reported malfunction. Should the product be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, in (B)(6), utilizing the reform pedicle screw system. While torquing the third lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed, and the procedure completed without further issue using other instruments readily available in the set. There was no patient injury but a two (2) minute delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the driver tip is missing. The fracture surface is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present. The fracture topography is similar to prior instrumentation that was sent out for metallurgical evaluation. Based upon the topography the failure appears to be due to a combination of torsion and bending moment force application. Prior testing of this testing resulted in a minimum 170.8 in-lb failure load. This is well above the 106 in-lb. Tightening torque specification. Testing was performed with use of a counter torque wrench which would mitigate bending moments. Review of device history records found fifteen (15) pieces of lot 11553ts released for distribution on 1/2/2020 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) , 2022, in puerto rico, utilizing the reform pedicle screw system. While torquing the third lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed, and the procedure completed without further issue using other instruments readily available in the set. There was no patient injury but a two (2) minute delay to the procedure.